Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site experienced an alleged inaccuracy during a fess case. Site noted that during registration, system would register trace points in the air off the patient's head. Once in navigation, site observed ~5mm inaccuracies when working on the patient's left. Site reported navigation to be accurate when working on patient's right. Troubleshooting was performed, it recommended that the manufacturer representative (rep) reinstall software application. Side emitter was recently replaced on this system, so rep will loan site a breakout box and continue to monitor issue for hardware troubleshooting purposes. There was no surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, version: 1.3.2, ubd: , UDI#: h3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.